Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient experienced pain in the labia when stimulation was increased. Additionally, the patient noted that the day prior to the call they had 19 bowel movements and indicated that the ins has not been working real well. The caller then indicated that initially after implant the patient had symptom improvement, but now their symptoms were about the same as prior to implant. The patient then reported that they had tried programs 1, 2, and 3; at the time of the call the patient was set to 2.3 on program 3. The patient indicated that every day they turn stimulation down to 0.9 and 0.8 and then turn it off before going to work, then the patient turns it back on. When the patient sometimes has more bowel movements they increase stimulation, but if stimulation is increased too high the response is bad pain in the patient's labia and the patient could not sit. Furthermore, the patient reported feeling it stimulate their bowel and was assisted with changing to program 4 at 2.0 which was comfortable for the patient to try. The caller also noted that turning stimulation off resolved the sensation. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further com plication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that reprogramming monitor has improved incontinence episodes. Patient stated monitor was set at 3 and changed on its own to 2 setting and amplitude 2. The symptoms had not been resolved. No further complications were reported.